Manufacturer narrative:
H3: received four handpieces for evaluation. All handpieces were visually and functionally assessed and passed all associated testing. Therefore, the root cause is unknown as the complaint was not confirmed. Corrective action: none.

Event description:
Facility reports several occurrences of post-operative inflammation february through april 2006. Following these occurrences, the facility instituted changes in the pre-operative dilation procedure; the facility is no longer utilizing soaked pledgetts. Reusable cannulas were also replaced with disposable cannulas. The facility also planned to increase its tray count from 6 to 10 to accommodate an average of 14 surgeries daily. Additional changes were made to the sterilization process. Trays are no longer flash sterilized, but are sent for terminal hi-vac sterilization. Following an independent site visit, a number of recommendations were made regarding the facility's procedures. These included use of enzymatic cleaners, etoh rinse, air flush of handpieces, microscopic examination of instrumentation and additional post-procedural flush of the eye. It was also noted that urology cases are routinely processed on the same day as ophthalmological procedures.